Event description:
As reported by the user facility (translation of suer facility information by bbm sales organization in (B)(4)): under infusion: the pump under infused three times in last 6/7 times but the history states the pump has delivered correctly. MFR: 9610825-2014-00024.